Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg moved from lateral flank against the patient's spine and was causing pain. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg moved from lateral flank against the patient's spine and was causing pain. The patient will undergo a revision procedure.